Event description:
Had procedure on (B)(6) 2013. Shortly thereafter, I began experiencing the following symptoms: heavy bleeding with cycle (which was never an issue previously) severe night sweats (drenched), hand numbness (particularly in my right hand), gained 15 pounds in less than a month, foggy brain (almost like my body is there but my brain is blank), continuous clotting (never had a problem with that before), foul vaginal odor (not attributed to bv or a yeast infection), continuous dull pain in my lower abdomen. (B)(4).